Event description:
An endeavor sprint rapid exchange drug eluting stent was deployed in the distal rca during index procedure to treat 64% stenosis. The procedure resulted in 9% stenosis. Non-medtronic stents were also deployed in other lesions. Four months post index procedure the pt died. Cause of death is unk. The investigator reports that the causal relationship with the product, zotarolimus, or procedure is unk. No further details were provided.

Manufacturer narrative:
(B)(4). Eval: results: based on the info provided no root cause can be determined. Death.